Manufacturer narrative:
There were no injuries due to the reported incident; however this incident is reportable since the doctor alleged that the malfunction could have caused a serious injury to the patient. The product was returned to sybronendo for evaluation. The evaluation of the returned product indicated that the alleged failure could not be duplicated. According to the risk assessment of the product if overheating of the tip occurs, the condition would become obvious to the user who could deactivate the unit immediately to stop the heat before any injury could occur to the patient. No further action is required. This is the final report. (B) (4).

Event description:
On december 17, 2008, a doctor reported to sybronendo that a buchanan plugger overheated during a patient¿s root canal procedure. No injuries were reported.